Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device lit the emergency lamp (halogen) of the subject device instead of not working the examination lamp (xenon) at the preparation for use. The user tried another new lamp with changing, but it was still not worked. There was 15 minutes delay, but the intended procedure was completed with another similar device. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to the service department of olympus europe se & co. Kg (oekg). The service department of oekg checked the subject device for evaluation. When the subject device was tested, it was found that it was not ignited the examination lamp (xenon) lamp at power up and was immediately lit up the emergency lamp due to the power supply unit failure of the subject device. New power supply unit was fitted to the subject device and the examination lamp (xenon) was then ignited. After that, the subject device was passed all tests in accordance with the technical manual. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of oekg, omsc presumed there was the possibility this phenomenon was attributed to the power supply unit failure of the subject device. The power supply unit failure might have occurred due to the electrical component failure inside of the power unit with the long-term repeating use passing more than 4 years since the subject device had been delivered. If additional information becomes available, this report will be supplemented.